Event description:
During calibration the vacuum did not stop; it kept rinsing the saline through and sucked out all of the saline into the canister (150ml bag of saline). It is not supposed to do that. From what was observed, you can see that it looked okay. Not sure if it could be something within the cassette or tubing. Conducted troubleshooting and switched out a few pieces and once switched out to a new cassette everything was fine with calibration.